Event description:
It was reported that, "product 06-2805 along with a stryker stem were implanted with a depuy cup in 1992. Revision surgery needed due to polyethylene wear and osteolysis."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The patient decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in supplemental report.